Manufacturer narrative:
An event of difficulty releasing the device, prolapse of the plug, and pericardial effusion leading to tamponade. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from the field indicated that it was thought that the amulet caused the pericardial effusion and that the patient had difficult anatomy which resulted in three recaptures of the amulet, which could have contributed to the pericardial effusion reported. The device was returned to abbott for investigation. The investigation confirmed the device met functional specifications as attachment and release from both returned delivery cables as well as deployment with ease under non-physiological conditions was achieved. No anomalies were found on the returned plug or with either endscrew of the plug or the delivery cables. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the instructions for use, arten600036109 rev.c. " if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." And " if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). (B)(4). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. A 0.5mm pericardial effusion was present prior to the introduction of the delivery system. A transseptal puncture was completed without complications. The delivery sheath was advanced to the laa, and the occluder was deployed and partially recaptured 3 times due to difficulty anatomy. It was noted on contrast and color flow tee that there was proper occlusion and seal of the device. The occluder was attempted to be released from the delivery cable but did not release after several turns. The cable was then turned in the opposite direction by the user. The cable was felt to be tightening and the occluder was slipping. After several turns, it appeared that the occluder had prolapsed. The disc of the device was twisted and malformed. The decision was made to remove the occluder. Once the system was removed from the patient, the occluder was able to be released from the delivery cable without difficulty. A 20mm amplatzer amulet left atrial appendage occluder was then prepared to use with the same 14f amplatzer steerable delivery sheath. The system was introduced and guided to the laa. The disc was deployed and recaptured. The patient's blood pressure declined and a worsening circumferential pericardial effusion was noted. Echo was used to further evaluate the pericardial effusion. The pericardial effusion had progressed to a cardiac tamponade with collapse of the right atrium and right ventricle. The patient was unstable, and an emergent pericardiocentesis was performed. The patient continued to have bleeding and severe hypotension. Fluids, vasopressors, protamine, and blood products were administered. The patient was transported to the operating room (or) for further intervention by a cardiovascular surgeon, and a percutaneous drain was placed and left in situ. More than 3000cc of blood was removed from the pericardial space. The patient left the or and went to the intensive care unit (ICU). Upon arrival to the ICU on (B)(6) 2023, patient had moderate respiratory acidosis, atelectasis, and encephalopathy. Patient was placed on 4l oxygen nasal cannula. On (B)(6) 2023, patient had tachycardic atrial fibrillation. Patient was administered fluids and antiarrhythmic amiodaron. On (B)(6)2023, patient had hypokalemia and low magnesium. Patient received oral potassium and oral magnesium. The physician stated that the pericardial effusion was caused by the 22mm amplatzer amulet left atrial appendage occluder.